Event description:
The following has been reported: biomed reported: "ivenix lvp (sn: (B)(6) that has a stuck valve pin. The bottom right pin is pushed in and will not release. Patient harm: no. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to mechanical hardware failure (av sticky valve). Upon return, the device started up with no alarm states. During start up cycle the fva pins did not cycle properly due to fva output pin being stuck. Removed fva assembly and found excessive debris on the output pin. Cleaned fva pins and channels and reassembled unit. Performed start up process and pins cycled properly. Fva lip seals will be removed and replaced due to debris during repair process. No other damage found.